Manufacturer narrative:
The investigation determined that the vitros tsh results for all five cap proficiency samples had breached potential health and safety criteria. Root cause for the lower than expected cap proficiency sample test results could not be determined, however the possibility vitros tsh reagent performance had contributed could not be ruled out entirely. Additionally, the performance of the customer's vitros eciq system was not assessed due to the time elapsed since the testing event; therefore, unexpected vitros eciq system performance could not be ruled out entirely as a contributing factor.

Event description:
A customer informed ortho clinical diagnostics that they had obtained lower than expected vitros tsh test results for four of five cap proficiency samples tested. Further analysis found the tsh results for all five cap proficiency samples breached the potential health and safety criteria. Sample: (B)(6), unexpected: 0.02 miu/l, expected: 0.089 miu/l. (B)(6), 0.26 miu/l , 0.623 miu/l. (B)(6), 13.50 miu/l, 21.252 miu/l. (B)(6), 9.66 miu/l, 17.110 miu/l. (B)(6), 3.07 miu/l, 6.099 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not report observing any unexpected vitros tsh test results for patient samples. There were no allegations of patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. (B)(4).